Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports the PICC was leaking just below the molded strain relief on the primary extension tubing. The customer reports the PICC was placed (B)(6) 2012 in the arm and an x-ray was taken to verify placement. The customer reports the PICC was not difficult to secure and was secured with tegaderm. The line was flushed on a regular basis with a 5cc syringe. The line was removed on (B)(6) 2012 and was not replaced. The customer reports the pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.